Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 155 cm. Saber 5 mm. X 6 cm. Saber balloon catheter (bc) ruptured at six atmospheres (6 atm.). It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The target lesion was the external iliac artery. The lesion was calcified which was described as mild/sprinkled. No other target lesion characteristic information was provided. Additional information received indicated that no additional target lesion characteristic information is available. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information was requested.   The device was not returned for analysis. A device history record (DHR) review of lot 17562055 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the balloon burst could not be determined. Based on the limited information available for review, vessel characteristics (mild/sprinkled calcification) may have contributed to the reported balloon burst. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.   Please note that this is the initial/final report for this product.

Event description:
During a percutaneous transluminal angioplasty (pta), the 155 cm. Saber 5 mm. X 6 cm. Saber balloon catheter (bc) ruptured at six atmospheres (6 atm.). It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the external iliac artery. The lesion was calcified which was described as mild/sprinkled. No other target lesion characteristic information was provided. Additional information received indicated that no additional target lesion characteristic information is available. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information was requested.